Event description:
It was reported that during a coronary artery intervention, an asahi prowater flex wire was used with multiple devices. After predilatation of the moderately tortuous, heavily calcified left circumflex lesion, the 2.25 x 8mm xience xpedition stent delivery system (sds) was advanced over the wire and deployed at 14 atmospheres (atm) without issue. Negative pressure was pulled, then the device was attempted to be removed; however, during removal of the sds, pockets of resistance were encountered, so the sds and wire were removed as one unit. There was no adverse patient effect and no clinically significant delay in procedure reported. The lesion was rewired and optical coherence tomography (oct) was performed showing excellent results. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): at times, the device was pulled with force to remove from wire. The asahi prowater flex referenced is being filed under separate manufacturing report number. Evaluation summary: the device was returned for evaluation. Difficult to remove the guide wire, resistance, was confirmed; however, after the guide wire and stent delivery system (sds) were soaked in a water bath, the guide wire was able to be removed from the sds without resistance. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.